Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced a loss of communication between the simplera sensor and mobile device. The customer reported no adverse event. The event involved product(s) mmt-5100jc1. Troubleshooting was performed and confirmed sensor was not communicating with mobile application. Advised to move them closer together, force close the app, turn bluetooth on/off and restart mobile. Connection did not re-establish. Explained steps to delete sensor and pair to mobile device. Unpairing/repairing sensor to mobile device was successful but communication did not re-establish. No harm requiring medical intervention was reported. Product return is required for mmt-5100jc1.

Manufacturer narrative:
Received 1 partial opened/used simplera sensor/one simplera serter not returned and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Then inspected the sensor flex any physical damage and none was found. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was not able to advertise through (the blue dongle download station) (utilizing synergy prod download tool 1.2a). Then, proceeded to disassemble the simplera sensor using the roland cnc-machine (mdx-50). Performed a visual inspection using the sciencescope macroscope (cc-smayt-4k-af), inspected the simplera pcba board for any short circuit, physical or moisture anomalies and none was found, also inspected the batteries for warping and none was found on both batteries. The unit was able to pass the advertise test (the blue dongle download station) using the hardware download station (dut) as a power source. The problem was isolated to (battery/power subsystem circuit problem. Use the dmm to inspect the batteries and it resulted in 0.628v total). Then utilize the hw download station and the unit was able to download trace (using ble). In conclusion: the complaint of communication confirmed. Problem isolated to the battery/power circuit problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.